Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed an irritation under the ECG electrodes. The patient reported that the irritation was a reaction to medication that he was taking. The patient received cortisol injections from her dermatologist. Follow-up indicated that the irritation was improving.